Manufacturer narrative:
Product complaint #: (B)(4). Date of event: unknown. Batch # r5938a. Device evaluation summary: the analysis showed that the ats45 device was received with no apparent damage and with a 6r45b cartridge loaded in the device. The reload was received partially fired 1/4 and with the reload lockout spring damaged. The returned device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete, and the staples were noted to have the proper b-formed shape. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lock out. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information was requested and the following was obtained: can you please provide more event details? Did the safety lockout engage (no staples or a cut line delivered beyond the lockout)? Yes. Or, did the stapler partially fire (the staple line and cut line approximately equal in length but did not finish the firing cycle)? Yes,some staples were deployed. Did the device deliver any staples? Yes. If yes, were the staples formed in the proper closed b-formation? No further information is available. If the stapler did fire was the staple line complete? No. Did the device cut? No further information is available. If yes, was the cut line complete? No further information will be provided.

Event description:
It was reported that during a laparoscopic total gastrectomy and reconstructive procedure of stomach, the device was locked out at the first firing. The device was used between the esophagus and the jejunum. Some staples were deployed. The surgeon fired the device as usual, and the firing trigger was not grasped twice. The cartridge color was blue. Another device was used to complete the case. There were no adverse consequences to the patient.